Event description:
Reportedly, some of the arrhythmia events, the episode is different from the printed copy than what is shown on the programmer. The device remains implanted.

Manufacturer narrative:
(B) (4). Since the device remains implanted, the programmer files were reviewed. Results (other): the inadequacies were related to printouts using smartview (B) (4). This has been corrected in newer programmer software versions. Conclusions (other): no pt safety issue and may remain implanted. (B) (4). Conclusion: the incorrect printing as reported (i.e. Wrong date for a specific episode) could be reproduced with smartview (B) (4); it should be noted that the corresponding printouts were not provided. However, inadequacies related to the header on printouts were improved in smartview (B) (4) version and higher versions.